Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The ra and rv leads were both capped due to high impedances and high thresholds. The physician moved the pacemaker and put the new leads in on the right side. No adverse patient events were reported.